Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that the propofol 500mg/50ml drip looked like it was running at a bolus rate after less than a minute upon the start of infusion. Propofol was programmed to infuse at 15 mcg/kg/min, 3.4 ml/hr. It was noted that approximately 20ml was infused and the patient's blood pressure dropped and required temporary increase in vasopressor. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.